Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital for syncope. The right ventricular (rv) lead was oversensing and pauses were observed on the monitor due to noise from arm movement. R waves were also noted to be low. The lead was capped and replaced.no further patient complications have been reported as a result of this event.